Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 (event site name and address): (B)(6).

Event description:
It was reported by getinge fse that during preventive maintenance the cardiosave intra-aortic balloon pump (iabp) had ac cord replacement. The ac cord was replaced because it was wavy. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date), g2, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: b3, e1(initial reporter, event site email), h6(medical device ¿ problem code). A getinge field service engineer (fse) replaced the ac cord as it was wavy (very wavy). The damage was found on the cord portion of the ac cord reel, not the reel itself. There were no issues with power supply, but visually, the curling had become severe. The work was performed according to the service manual. The following investigation was performed by (B)(4) technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part number ac cord with a reported unit failure of a wavy ac power cord. The fat performed a visual inspection and found the part to have waviness in the cord as the customer reported. The retraction system was also faulty. The probable root cause for this is expected wear and tear. Retaining the part in the failure analysis and testing department per procedure.